Manufacturer narrative:
Approximate age of device: 0 days (never implanted). The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the account was unable to lock the heartmate 3 pump onto the mini apical cuff. The account did not see any sutures blocking the mechanism nor was any glue used. The account attempted to lock the pump onto the apical cuff on the back table, the locking mechanism worked fine. The account decided to replace the mini apical cuff with a standard apical cuff. The device was sent back for evaluation.